Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? N/a. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? N/a. Was any torque being applied to the trocar or device? No. The analysis results found that devices (a and b) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: 09/2015, manufacturing date: 10/2010. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, two leaks occurred. First, the optical port that was created with an open technique leaked gas constantly during the entire procedure. The access point was compressed with a skin grasper. Second, there was also a leak in the actual trocar in the insertion opening. When the reducer cap was exchanged with a new one, the second leakage was eliminated. There were no adverse consequences for the patient.